Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: (B)(4). No problem or issues were identified during the device history record review. The unit and pictures were returned for evaluation. The unit returned was received inside of a plastic bag. During functional testing, the sample was submitted for leak testing per procedure. The testing was performed using the equipment manometer and leakage was observed. The complaint was confirmed. Also, during additional analysis, it was observed that a resin line was embedded throughout a section of circuit rings. Additionally, the sample was tested under water to locate the leakage spot. As the confirmed leakage found is located exactly in the resin line embedded. The most probable root cause is the use of the adult nozzle on the extrusion machine, which causes buildup of resin, due the larger design of the nozzle tip, generating embedded lines throughout sections of circuit rings, resulting in leakage failures. Containment actions were implemented after the manufacturing date of the lots reported by the customer. A corrective and preventative action will be established through a non-conformance investigation. G5 is unknown.

Event description:
It was reported that during the pre-use check, the customer found a crack in the breathing circuit. No patient injury reported.